Event description:
Pt alleges receiving breast implants on 5/17/88. Pt alleges experiencing problems with her implants since 8/92, including; numerous chest infections; pleurisy and stress. Early in 1993, she alleges experiencing local pain in armpits and breasts. Dr states pt wants silicone gel prosthesis replaced with saline prostheses, due to ongoing health problems and psychological sequela.